Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 112 mg/dl. The troubleshooting was performed. Customer has a new battery available. The customer was advised to remove current battery, ensure screen goes completely blank, then insert new battery. Screen was blank after inserting new battery. Insulin pump alarmed following new battery insertion. Customer was not able to see what the alarm was. It was just one constant tone. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify unresponsive button due to frozen screen.